Event description:
Reportere stated that the internal contacts, inside of the base unit, appear to have blackened and burned. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.